Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found due to damage on the charged coupled device unit, a noise image occurs. Furthermore, the following additional issues were identified during inspection: due to damage on the charged coupled device unit, the monitor shows a black screen with no image, adhesive on a-rubber has a chip, bending section cover or distal sheath has a scratch, forceps elevator lever is dirty, video connector case has a crack, and due to damage on bending tube, right left lever does not move smoothly. Review of the DHR confirms the device was shipped in accordance with specifications. A definitive root cause cannot be identified. The instruction manual operation describes the following warning: confirm that the white light imaging and narrow band imaging endoscopic images are normal. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope generates image noise. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to damage on the charged coupled device unit, the monitor shows a black screen with no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.